Manufacturer narrative:
Additional information: g3, h3, h6. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. Since the customer allegation was made against the screws, it indicates that there was no problem with the plate itself.

Event description:
It was reported during the clavicle fracture plating surgery that the screw stripped when fixing it in the plate and the upper thread of the screw did not engage the plate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.